Event description:
It was reported that the atrial lead had increasing impedance and is now high. Threshold has also risen. The lead remains in use and the patient will be followed closely. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.